Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) makes continuous clicking sounds upon power up, and the lcd screen illuminates without text" was confirmed during functional test. The autopulse platform makes clicks sound and the display is blank when switched on. The root cause for the reported complaint was a defective pca processor board, likely attributed to a defective component. No physical damage was observed on the autopulse platform. Unable to download the archive data, likely attributed to the defective pca processor board. The autopulse platform failed the preliminary functional testing as autopulse platform makes continuous clicking sounds upon power up, and the lcd screen is blank. The root cause was a defective pca processor board, and it was replaced to remedy the reported issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (sn (B)(4) makes continuous clicking sounds upon power up, and the lcd screen illuminates without text. No patient involvement